Event description:
The customer reported not seeing insulin drops at the end of the tubing during the fill tubing step, which led to a high blood glucose reading, although the specific value was unknown. To address the issue, the customer performed a correction bolus via the pump and utilized additional medication. Customer service followed up by instructing the customer on proper procedures such as ensuring room temperature insulin, proper air removal from the cartridge, and replacing the tubing. There were also reports of bent cannulas in some infusion sets, which the customer resolved by replacing the infusion set and successfully resuming insulin deliveries. Replacement infusion sets and cartridges were arranged, and further assistance was requested for ongoing infusion set issues.